Manufacturer narrative:
The device was returned for evaluation. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the probable cause of the complaint is cause traced to component failure. A device history record-DHR review was conducted, and no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited pixel fault and button leakage. There was no patient involvement.